Manufacturer narrative:
A ge service rep performed an on site investigation. The power button was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system's power button switch was broken. The fse reported that the system was not able to be used because of the bad power button; shut down. There is no report of injury or death.